Event description:
Alaris service technician advised that pump alarmed and displayed "system error" during preventive maintenance. The alarm notified the technician that the unit required troubleshooting. No patient was involved.